Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (str-gl-blu/(B)(4)), that was being used with the transmitter during the reported event was returned on (B)(4) 2014. The returned complaint device was visually inspected and no defects were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed an intermittent antenna icon. The reported fault could not be reproduced with the receiver.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).